Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed as additional information indicates that the product was already returned and to correct the additional MFR narrative.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ra lead was explanted.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ra lead was explanted.